Manufacturer narrative:
The field service engineer (fse) found a hole in the tubing of the cell rinse unit causing overflowing of some of the cuvettes. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of discrepant high results for 3 patient samples tested for altlp alanine aminotransferase acc. To ifcc with pyridoxal phosphate activation (altlp) on a cobas 6000 c (501) module. Patient 1 initial result was 207.4 u/l. The repeat result was 17.0 u/l. Patient 2 initial result was 693.3 u/l. The repeat result was 19.8 u/l. Patient 3 initial result was 300.7 u/l. The repeat result was 20.3 u/l. The questionable results were reported outside of the laboratory. Amended results were provided approximately 2 hours later following repeat testing. The altlp reagent lot number was 603320. The expiration date was not provided.